Manufacturer narrative:
(B)(4). (Insufficient roll-off).the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02362 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6)). According to the complainant, while ablating, the generator stopped and displayed unknown characters. The ablation was performed for approximately 5 minutes using the algorithm for a 3.5cm electrode. Additionally, upon removal, the electrode insulation was intact. The procedure was completed with a different manufacturer's device. The account reported that a metal needle guide was used during this procedure. There were no patient complications reported as a result of this event.